Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, rse instructed the customer to inspect the system which identified that the three pcs were not powered on. The customer pressed the powered button in the cabinet. After pressing the button, the system was returned to use in good working order.